Event description:
Review of service data detected a reportable problem. During servicing, charger/modem sn (B)(4) was resetting. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charge/modem sn (B)(4) has been completed. Upon evaluation, the battery board was contaminated. The cause of the resets is the contaminated battery board. The root cause of the contaminated battery board could not be positively identified but is likely liquid ingress. No adverse event resulted from the defective battery board in the charger/modem. The last patient to use this charger/modem did not report any deficiencies.